Event description:
It was reported that 5 months post-op from an lavh, the pt was admitted with evisceration of her small bowel through the vaginal vault. The edges were completely epithelialized, suggesting it had been opened for some time. Pt had to have a bowel resection in 2006. At the time of the surgery, the instrument was used to cut into and create the vaginal vault, which was sutured clode with vicryl.